Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source light turned on and off continuously, and there was a crackling sound. The issue was observed during preparation for use for a diagnostic (upper gastrointestinal endoscopy) procedure that was completed with a similar device with a 10-minute delay. There was no impact on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be further presumed - the event could not be reproduced, and a cause could not be surmised from the available information acquired for this investigation. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.